Event description:
The patient presented into clinic due to syncope. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition and loss of capture were observed on the right ventricular (rv) lead which was the alleged cause of the syncope. Additionally, intermittent pacing was observed on the device. As a result, the rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.